Manufacturer narrative:
No consistent serial number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported, via medwatch report (mw5102610), having experienced bad side effects after lasik surgery. The patient's night vision is reported to be much worse than before. The patient is experiencing starburst, halos, and other bad visual symptoms. The patient has dry eye symptoms. These symptoms bothered the patient every day and negatively affected the patient¿s quality of life and mental health.